Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) after five years and did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Analysis of the device memory indicated the low battery voltage alert triggered for rrt (recommended replacement time). Time of elective replacement indicator (eri) in the save to disk occurred on (B)(6) 2013 with eri battery voltage of less than or equal to 2.62 volts. (B)(4).